Event description:
Temperature alarms 10, 11, and 15 were reported by the customer. There was no adverse impact to the customer's blood glucose level. As a corrective action, tandem technical support arranged for the return and replacement of both the pump and charging supplies. The customer was instructed to use multiple daily injections to maintain insulin delivery while waiting for the replacement. Additionally, they were guided on how to return the pump and prepare the replacement by programming settings and connecting their continuous glucose monitor.